Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a sterile repeater pump tube set leaked from the blue joint due to a loose connector. This occurred prior to patient use. The event occurred while still in the pharmacy; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, g4, h3, h4, h6, and h11. Correction: d1, d4. H4: the lot was manufactured between january 24, 2023 ¿ january 25, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Functional leak testing was performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.